Event description:
It was reported that the patients ipg was at end of life and would no longer function. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.